Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es the multiple drawers were failed. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple drawers failed. A field service engineer observed drawer 1.2 was off the bus and customer was not able locate the keys and assisted with finding them, unable to find the keys. Restarted the station, the drawer was not recovered. On the next visit pyxis would not detect the drawer 1.2. Unplugged the station and reboot did not resolve the issue and then replaced the drawer controller to resolve the issue. The system functioned as intended after the field service engineer repaired the device.